Event description:
Baxter united kingdom reports a home pt (hp) with peritonitis. While inspecting the transfer set of the hp, it was noted that the twist mechanism had cracked and was peeling next to the screw connection. The transfer set was five months old. The hp was treated with the following antibiotics: initially; vancomycin 2 gm, 5 days later; vancomycin 2.5gm, 10 days later; vancomycin 2.5 gm. The infection has subsequently resolved.